Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts have been made to return the product. If further details are received at a later date a supplemental medwatch will be sent. Was the reservoir used on the patient? No. Was the surgeon able to lock the reservoir? No further information is available. Was suction achieved? Na. Was another reservoir needed to correct the situation? Yes. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2022 and a reservoir was used. It was hard to lock the reservoir. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint #(B)(4) additional information: d9, h4, h6 component code: g07002 reported condition not confirmed. H3 evaluation: product sample received man failure mode reported by customer could be related to "it was hard to lock the reservoir' which according to pfmea can be caused by tie too long. During sample evaluation the plate was able to be open and close without any issue. The strap did not interfere on the correct function of the locking mechanism. Therefore, is considered this man factor does not contribute to the reported complaint defect. Materials locking mechanism of reservoir was checked to verify its condition. Sample were evaluated, and during this evaluation it was notice that the latch of plate and its mechanism was in good condition, in addition to, it was able to be activated and de-activated several times with no issues. Therefore, is considered this material factor does not contribute to the reported complaint. Based on the present analysis and sample evaluation, the reported defect by the customer could not be confirmed or related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.